Event description:
The customer reported a failed nav-ring. There was no patient involvement.

Manufacturer narrative:
G4: 03sep2019; b4: 04sep2019. The customer's biomed confirmed the failed nav-ring issue. He stated that the touchscreen was functioning. The customer's biomed reported that the front bezel was replaced to address the reported nav-ring issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a failed nav-ring. There was no patient involvement.